Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to confirm alarm and unable to perform any tests due to motor error alarm. No ramping numbers noted on the display. Pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was no longer functioning properly and had a black circle on the display. Blood glucose level at the time of the incident was 14 mmol/l. During troubleshooting, the customer confirmed that a compromised force sensor system alarm was present in the device history. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.